Event description:
It was reported that the user disconnected from the ilet pump while eating during a sensor change, resulting in a period with no sensor data until a new sensor was applied and the system reconnected. Symptoms included hyperglycemia with a meter reading reported as high reaching 600 mg/dl and dry mouth. Outcomes included a delay to therapy. Investigation included interviews with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a user performance issue related to not reverting to alternative therapy once ilet stops dosing, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.